Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the pipeline tip (distal end) would could not be opened during deployment despite many attempts. The pipeline was removed and replaced to complete the procedure successfully. It was noted that the pipeline and all accessories were prepared per the instructions for use (IFU). There was no harm or injury to the patient who was undergoing a procedure for flow diversion treatment of an ophthalmic artery segment unruptured saccular aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 4mm. Vessel tortuosity was normal. After pipeline replacement and completion of the procedure, post-procedure angiography showed that the replacement stent covered the aneurysm neck and was well adhered to the vessel wall. Additional information was received that the pipeline was not placed in a vessel bend when it failed to open. Resheathing was attempted to open the pipeline. The pipeline was resheathed 2 times. There was no friction or other difficulty during delivery of the pipeline.

Manufacturer narrative:
Analysis: the distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.